Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump sometimes make grinding noise during rewind, has shut off without warning, and does not always alarm for low battery. The customer's blood glucose level was unknown at the time of the incident. Customer also reported insulin pump rejected new batteries and doctor had to reset the insulin pump a few times. The insulin pump will not be returned for analysis.